Event description:
It was reported that during a procedure, the tip of the device broke off. It was further reported, the tip was located and retrieved.

Manufacturer narrative:
The reported tip breaking (electrode) condition was confirmed on the returned unit. The missing flower shaped electrode portion was returned for evaluation and the rest of the electrode was visible inside the ceramic tip. Excessive scratch wear marks were observed along the insulation, lumen and ceramic. Tissue residue observed on the tip (ceramic and electrode). A review of the device history record of this lot could not be performed since the lot number was not provided. Probable root causes for the reported condition can be associated, but not limited to: assembly process and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the tip of the device broke off. It was further reported, the tip was located and retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.